Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization and dianeal therapies were ongoing. On the same day, the patient was treated with vancomycin ip (1 gm, injection, every 5th day) and fortum IV (1gm, injection, once daily, for 14 days), for peritonitis. On an unreported date, the patient¿s fluid was not clear. The patient was going to continue treatment with an unspecific antibiotic for 2-3 days. The cause of peritonitis was unknown. At the time of this report, the patient was recovering from the event. No additional information is available.